Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use of the device, the cuff did not inflate proportionally. The customer indicated that there was no patient involvement.